Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and helix failure to extend, physician suspected a perforation, and an x-ray and echocardiogram was done with no obvious sings of perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, helix mechanism issue and low pacing lead impedance. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.